Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that there are issues with pump alarming for air-in-line "only with specific chemotherapy agents." The issue was reported to bd associate during site visit. Bd representatives provided troubleshooting tips to proactively address air-in-line issues and tip sheets were provided. No further information was provided. There was no information on patient involvement.